Event description:
Customer reported: when a nurse had tested the tube's cuff, she found that tube cuff wasn't deflated well. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.